Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, on the first firing, the surgeon pulled the trigger for use, but the clip was not loaded, and the product was unable to be used. The product was replaced with a new one and it was used without problem. There was no patient injury.